Event description:
This product is only ous approved but it is similar to an approved us device. It was reported that during a stenting treatment procedure, a stent positioning problem occurred. An unspecified target lesion was being treated when the physician felt the tip of the epic self-expanding nitinol stent with delivery system move during deployment. It's unspecified how the procedure was completed. No patient complications were reported and the patient's status is okay. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).